Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported the omnipod dash system is retaining insulin and then delivering it all at once 3-4 hours after programming. The patient's blood glucose level increased to 400 mg/dl before suddenly dropping after 3 hours. No medical assistance was required.